Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. The date of event was given as 22 november, 2021 but there is no ventilation on this date. On 20 november, 2021 however, several alarms for expiratory minute volume low were generated. It has not been confirmed that this is the correct event date. The alarms is an indication of an eventual leakage in the patient breathing system. No further information regarding the patient circuit was provided. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks prior and after the reported event were successfully passed. The cause of the alarms has not been determined but they were most probably due to a leakage. There are no indications of a ventilator malfunction.

Event description:
It was reported that the ventilator generated low expiration volume alarms while it was connected to a patient. The patient's saturation dropped to 72%. The ventilator was disconnected from the patient and it was replaced with another one where after the patient's saturation level rose back to normal. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).